Event description:
It was reported that the patients ipg migrated causing burning sensation, seroma, pain and irritation. It was noted that the ipg was frequently moving towards the spine and would feel hot to touch when in a certain position. The physician believed that the pain was procedure related and was not device related. The patient underwent a revision procedure wherein the ipg was moved and remains implanted. The patient was doing well postoperatively.